Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
It was reported that during drilling, the drill tip broke off due to impact with a nail. The cortical bone in the front was shaved and the tip was removed.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Based on details available it could not be excluded that the reported event is rather related due to hard contact to another object during surgery, which is supported by the event description ¿¿during drilling, the drill tip broke off due to impact with a nail¿¿ but an exact root cause could not be determined and due to non-available item a thorough investigation with a technical statement impossible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that during drilling, the drill tip broke off due to impact with a nail. The cortical bone in the front was shaved and the tip was removed.

Event description:
It was reported that during drilling, the drill tip broke off due to impact with a nail. The cortical bone in the front was shaved and the tip was removed.

Manufacturer narrative:
Please note the correction to h6 health impact codes.